Manufacturer narrative:
H.6. Investigation: bd received two (2) samples and four (4) photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for 'foreign matter' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to excess lubricant material on the stoppers . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "upon arrival of the product, the cap looked partially shiny (something shiny was adhering to the cap)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "upon arrival of the product, the cap looked partially shiny (something shiny was adhering to the cap)."